Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Add'l info has been requested. A copy of this article can be accessed at http://thejns.org/doi/abs/10.3171/2009.10.jns09918.

Event description:
Literature: chang ch, chen sy, hsiao yl, tsai st, tsai hc. Hypomania with hypersexuality following bilateral anterior limb stimulation in obsessive-compulsive disorder. J neurosurg. Jun 2010;112(6):1299-1300. Summary: this article discusses a case of a (B)(6) male pt with an 8-year history of obsessive-compulsive disorder (ocd) who experienced hypomania and hypersexuality during bilateral deep brain stimulation (dbs). One-sided stimulation did not induce this effect. Event: the pt experienced mild euphoria and decreased obsessive thoughts while bilateral dbs was turned on at 8v, which dissipated when stimulation was turned off. Two weeks after this test, stimulation was set to 3v. After three weeks of stimulation, the pt had energy improvement, a decreased need for sleep, increased sexual desire and frequent sexual thoughts, although the ocd symptoms persisted. The pt was a christian and was uncomfortable with the increased sexual drive. Because of the persistent symptoms, stimulation was turned up to 4v and at a two week f/u, the pt had quick mood changes, an unstoppable sexual desire and was quicker to anger, but the ocd symptoms still persisted. Stimulation was increased to 4.5v. A few days later, the pt experienced severe suicidal ideation due to the persistent symptoms and hypersexuality. The stimulation was decreased to 1v, and the hypersexuality had subsided by the time of the next two week f/u. The pt was depressed, however, because the ocd condition remained the same as before surgery.